Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17377053/18047329, model/catalog description: linear st lead kit 70 cm; model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 18174164, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients physician was unable to manipulate the lead and ended up explanted the leads and ipg. No device malfunction was suspected. The patient was doing well postoperatively.